Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when new information becomes available.

Event description:
Customer reported when pressing the middle white swing arm upward, it detached from the middle transparent barrel. No patient harm.